Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was clarified that the patient experienced a posterior capsular rupture during the event. A vitrectom was performed in order to implant an anterior chamber intraocular lens.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there were no 'irrigation owls' in the sleeve; according to the nurse, the nurse nor the physician were aware and began the cataract procedure as usual. No error messages were presented and all test were passed. During the procedure there was not enough irrigation to compensate for the aspiration of fluids. The procedure was converted from a cataract procedure with phacoemulsification into an extracapsular procedure with a vitrectomy and anterior chamber intraocular lens implant instead of the expected posterior chamber intraocular lens implant. The procedure was completed.

Manufacturer narrative:
Additional information provided. There have been no additional complaints reported against the possible finish goods lot numbers and the device history record shows that the products were released per specifications. The sample was visually inspected and the issue was confirmed, the infusion sleeve was found to be missing the holes on the tip of the sleeve. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for their internal investigation; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).